Event description:
It was reported, that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument was introduced into the patient, but the surgeon was unable to open up the jaws. Another instrument was opened with no issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting unclamping issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and failure analysis did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the force bipolar instrument failed to open. Medical intervention may be required in the event that the instrument fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.